Event description:
During a phacoemulsification procedure, the cassette popped out of this microsurgical unit, and the reflux function failed. As a result, of the reflux failure, the physician was unable to release tissue from the irrigation/aspiration tip, the posterior capsule was ruptured, and the pt required a vitrectomy. The pt is doing very well post-operatively.